Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported the cutting ability of the cutter was recognized to be poor than usual. The condition of aspiration and actuation was unknown during cataract/vitrectomy combination procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face and dried white foreign material in the port. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the broken inner cutter port. Gouge marks observed at several locations along the inner cutter. Orange/brownish foreign material observed on the portion of the remaining port. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. Furthermore, the broken inner cutter port could have caused the probe to not cut at the time the reported event was observed. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).